Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure, there was intermittent interruption of the footswitch. Surgery was completed by jiggling the footswitch cable. There was no patient harm.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The system was manufactured on february 11, 2008. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on september 5, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).